Event description:
Per the clinic, the patient developed an infection at the implant site. The abutment was removed (date not reported) and the patient was prescribed keflex (date, dosage, and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.